Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was explanted due to a malfunction. Further information was requested but was not yet available.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-27691 as there was no received complaint on the pacemaker.

Event description:
New information received notes there was no malfunction or complaint suspected on the pacemaker.